Event description:
Patient was revised to address high ion levels. Update (B)(6) 2015: legal claim received and alleges pain, increased metal ions, and complications and injuries directly related to the device. After review of the medical records for MDR reportability, a doi was provided. Lab results from (B)(6) 2014 indicated elevated metal ion levels (chromium 12.2 ppb). The revision operative note indicated pain and increased metal ion levels. Part/lot are being updated and the stem is being added to the complaint for the high metal ion levels. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update oct 02, 2017: pfs and medical recors received. Pfs alleges limited mobility and grinding of the hip joint. After review of medical records, there is no new information. This complaint was updated on oct 18, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.